Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient saw por on the pp and insr. It was reported the por was an informational por. Patient tried to make the message reappear and confirmed the message was now cleared. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the por was that he charged up the stimulator in the stomach. No further complications were reported.